Event description:
Rptr alleged he obtained a hi (greater than 600 mg/dl) reading on the advantage sys while using strips stored outside of the vial. Rptr stated he took 15 units of novolog and decided to lie down. Stated he passed out while doing so, and the emts were called when his roommate found him unresponsive. Rptr stated that within 1-2 hrs of him lying down, the emts obtained a reading in the 20-29 mg/dl range on their device, treated him with an IV, and took him to the hosp where he was tested and given food. No other actions were reported taken or treatment rec'd. A request was made for the return of the suspect device and replacement prod was sent. Rptr has taken the strips outside of the vial, and so it will not be returned for eval.